Manufacturer narrative:
According to confirmation of the actual item and fracture surface analysis, it was brittle fracture. The definitive root cause could not be established. Based on confirmation on the similar model device, oer-3, the probable cause has been determined as mishandling: close the lid while connecting tube is placed on the basin. Close the lid while something hard, such as a scope, is placed on the retaining rack. Close the lid while washing case being placed obliquely at the retaining rack. The similar events occurrence was confirmed from other user facilities in the past, though there was no same location of cracks. We could not confirm any factor from the design nor structure of the device. (B)(6) as confirmed as a complaint from the other facilities on the same defect, the same cause, and the same product. Per the product instructions for use (IFU): "chapter 4 reprocessing operations- warning: when closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result. Chapter 3 inspection before use, 3.2 inspecting the lid and lid packing: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity,cleaning fluid or disinfectant solution may leak out". Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was evaluated and repaired by an olympus field service engineer. The cause of the reported event cannot be conclusively determined. The top cover plastic was replaced and a test cycle was completed.

Event description:
It was reported that a crack had developed in the clear top cover plastic of the unit. Per the customer, the lid did not leak and cycles were completed normally.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information: h6 patient codes, h10. Additional information received identified the crack was noticed after use. No infections occurred following this event. Additionally, when cultured, the scopes were negative for growth. No other anomalies were experienced regarding the device. Last device maintenance was unknown but coming due within a week of this report. Per the customer, the device is inspected prior to use to ensure that the lid is not cracked, broken, or otherwise damaged and that the packaging is not separated or detached from the lid. The last in-service with the endoscopy support specialist was around a year ago and there were no observations.